Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter detachment is confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter was returned for evaluation. The catheter was returned detached from the assembled two-piece connector. The catheter measured to be approximately. 41.9 cm in length. Microscopic observation of the proximal end of the catheter revealed the surface to be flat and even. Striation patters were visible which suggest the catheter was cut with a ground sharped instrument, likely during trimming. The connector assembly was separated and bisected in order to inspect the internal surface. The compression sleeve was not observed to be present. No apparent scratches or surface gouges were noted on the internal surface. It is unknown if the compression sleeve was removed during the assembly process; however, the lack of the compression sleeve likely contributed to the detachment of the catheter. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the 69-year-old patient with lung cancer was admitted to oncology department on (B)(6), 2021. The PICC catheter was placed in the patient on (B)(6), without abnormalities. The patient was hospitalized for multiple times during the period. In july, he/she was admitted to oncology department and was referred to ICU on (B)(6). CT on (B)(6) indicated foreign matters in lungs, showing that the entire PICC tube fell into the blood vessel and reached the pulmonary artery. On (B)(6), an outer expert was invited to capture the broken tube, which was about 41.5 cm in length (placement records show 42 cm was placed internally and another 3 cm was exposed externally, trimming may occur midway?)

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1668 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that the (B)(6) patient with lung cancer was admitted to oncology department on (B)(6) 2021. The PICC catheter was placed in the patient on (B)(6) without abnormalities. The patient was hospitalized for multiple times during the period. In (B)(6), he/she was admitted to oncology department and was referred to ICU on (B)(6). CT on (B)(6) indicated foreign matters in lungs, showing that the entire PICC tube fell into the blood vessel and reached the pulmonary artery. On (B)(6), an outer expert was invited to capture the broken tube, which was about 41.5 cm in length (placement records show 42 cm was placed internally and another 3 cm was exposed externally, trimming may occur midway?)